Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a missing pill. The field service engineer searched for pyxis and located the missing pill to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, it had a medications issue. Narcotics were stuck inside the machine. The customer reported that unable to dispense medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.